Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they were having trouble with the voltage, it kept shooting like a shock. They said they had to keep decreasing stimulation and finally shut it off. They said they felt the stimulation when it was shut off and they were not looking forward to turning it back on. They said they didn't know if they dislodged a lead. They said when the hurricane was coming they were moving a lot of things. It was noted the patient did not intend to follow-up with a healthcare provider. No further complications were reported or anticipated.